Manufacturer narrative:
(B)(4). The customer has indicated that the product will not be returned to zimmer biomet for investigation, as the surgeon communicated to the representative that the device was not available. Concomitant medical products: rotating hinge knee articular surface with hinge post extension screw catalog #: 00588006012 lot #: 62087480, rotating hinge knee precoat tibial component size 6 catalog #: 00588000600 lot #: 62218769, nexgen straight long stem extension 12mm x 155mm catalog #: 00598801112 lot #: 61954674, nexgen straight long stem extension 11mm x 100mm catalog #: 00598801011 lot #: 61779616, nexgen rotating hinge knee femoral component catalog #: 00588001601 lot #: 62086833, nexgen femoral augment block catalog #: 00599003623 lot #: ni, nexgen femoral augment block catalog #: 00599003623 lot #: 07880985. Country -(B)(6). The product was evaluated, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per package insert, loosening is one of the adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-02534, 0002648920-2018-00389, 0002648920-2018-00390, 0001822565-2018-02602, 0001822565-2018-02603, 0001822565-2018-02604.

Event description:
It is reported that the patient underwent a left knee arthroplasty revision due to component loosening approximately five (5) years post-operatively. No additional information is available.

Manufacturer narrative:
The product was evaluated through review of manufacturing records, but the reported event could not be confirmed. The device history records were reviewed and no discrepancies were identified. Per package insert, loosening is one of the adverse effects of total knee arthroplasty. However, a definitive root cause cannot be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.